Event description:
It was reported that a smiths medical, pump alarmed with two tone alarm, error code 1144. Incident occurred during remodulin infusion. No adverse patient effects were reported.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the main board was found to be the cause of the complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.